Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. Twenty-three unopened samples were received for analysis. The product code is 8702h. As per the sampling plan, a visual inspection was performed on thirteen samples. The packets were opened and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage suture or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how many devices demonstrated the alleged deficiency on each involved patient event? The surgeon had several needles break off from the suture. If this event occurred in multiple procedures, please provide information requested above for each patient event. This is the only event for this specific item, additional events are reported separately. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). This is the first event of this suture breaking. What is the procedure name(s) and date(s)? On (B)(6) 2024. What is the quantity involved per procedure generally one suture pack. However, a new box of suture was opened and the suture from the new box did not break off. Was there any adverse patient consequence(s) or subsequent medical/surgical intervention? None noted. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the information. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, several needles break off from the suture when attempting to use. The box of faulty suture was labeled and given to the cv team leader. A new box of suture was opened and the suture from the new box did not break off. There were no adverse patient consequences reported. Additional information was requested.